Event description:
The customer alleged that there was a white residue on the outside of the peel pouch and inside the package on one of the instruments. No white residue inside the chamber. The customer used ecolab disinfectant and rinsed it. An employee experienced a minor burn on the index finger after removing the completed load from the sterrad unit. It was reported that the employee was not wearing personal protective equipment. The customer did not seek medical attention. The symptom quickly went away. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other - residue - other - capital equipment, will be evaluated at customer site. The fse tested the unit. The unit is operating within MFR specification. Conclusion: other - user guide update: based on user reports about contact with residual hydrogen peroxide from instrument pouches and trays after sterilization and subsequent light colored residue on these devices after sterilization, a revised user guidance has been issued.